Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right central vein. An 8.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst just before the operating pressure was reached. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Corrected d4: lot number from 0030955070 to 0029497588. Corrected d4: expiration date from 01/31/2026 to 05/30/2025. Corrected h4: device manufacture date from 02/01/2023 to 05/31/2022.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right central vein. An 8.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst just before the operating pressure was reached. The procedure was completed with another of same device. No patient complications were reported.